Manufacturer narrative:
Concomitant medical device: 4968-60 lead implanted (B)(6) 2003; 680r28 heart ring implanted (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited high bipolar impedance, and had known high pacing thresholds. In addition, the lead was unable to unipolar pace from the rv ring. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient could feel the pacing capture thresholds and felt a pinching sensation in the device pocket area with testing. It was also noted that the rv lead trends exhibited elevated pacing thresholds and then slowly falling over time. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead was reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.